Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/21/2020. Additional h3 device evaluation summary photo: one picture was provided for analysis. Upon visual inspection of the photo, one dispensed suture appears to be frayed and broken of product code w9442, lot ll7bgcm. Additional h3 device evaluation summary actual: one suture piece of product code w9442, ll7bgcm was received for analysis. During visual inspection of the sample, body fluids and filaments could be observed. In addition, one extreme was broken. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The product code w9442 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device product code w9442 lot ll7bgcm, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent rhinoplasty on an unknown date and suture was used. The newly dispensed suture seemed to have been frayed when it was opened for the surgery of rhinoplasty. The suture broke when it was used to sew in the surgery. Changed to another device to complete the surgery. There is no report on patient's injury. No additional information could be provided.